Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to cylinder connecting tube crack. New inflatable penile prosthesis cylinders and pump components were implanted.

Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. Product analysis was unable to confirm the reported events. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the activation test. Based on the conclusion that this malfunction would directly affect the overall functionality of the device and a "tubing crack" was not identified, this malfunction is the most probable cause of the reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to cylinder connecting tube crack. New inflatable penile prosthesis cylinders and pump components were implanted.